Manufacturer narrative:
Conclusion: according to the information received, the device was not providing benefit to the recipient due to the active electrode being inadvertently inserted into the hypotympanum. In addition, information on the implant registration card states that two channels were left outside of cochlea at implantation surgery. A re-positioning surgery was performed. However no further information has been received. This is a final report.

Event description:
Impedance values vary over time. The user underwent a revision surgery on the (B)(6) 2020, at which it was found that the electrode was not placed properly and was reinserted in the scala tympani by a more experienced surgeon. Reportedly, the electrode array was not inserted into the cochlea at initial implantation but ended up in the hypo-tympanum. At revision surgery on the (B)(6) a full insertion was achieved. The first fitting was to happen at the beginning of february. However, no further information could be gathered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Impedances values vary over time.